Event description:
This report provides one (1) malfunction event. A review of the event involved a broken or fractured item. No patient adverse event(s) were reported. No information regarding patient demographics were provided.